Manufacturer narrative:
Section d10: concomitant products - logic tibia implant psc insert, sz 5, 9mm (cat# 02-012-44-5009 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately nine months post initial tka, the male patient was suffering from evolutive synovitis. The patient was presenting instability when walking, chronic effusion and patella loosening. A synovectomy was performed, the liner and patella were exchanged. Sales rep was unable to obtain x-rays and images. The devices will be return.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, incomplete seating of the tibial insert within the tibial tray, instability, and an insufficient bond between the patellar component and the bone, which led to aseptic (non-infected) patella loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the prosthesis wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
After additional review of information and an update to the investigation, the following sections g1, g3, g6, h1, h2, and h6 have been updated accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 investigation findings and investigation conclusions. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.